Manufacturer narrative:
Method: device history review; complaint history review; results: the plausible root cause of this event is user related, specifically an overload applied during insertion. It should also be noted that the inserter guide was not used to insert the screws into the cage which is not recommended by the surgical technique. Conclusion: the anchor l lumbar stand alone- cage 12 x 22 x 30 mm x 12 deg was confirmed to be fracture as reported upon visual inspection. A 5 minute delay was reported (s0) and no other harms. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event.

Event description:
It was reported that anchor -l peek implant would not hold locking plate. Surgeon removed implant and inspected and noticed that the implant was chipped in front corner. Therefore the surgeon inserted another anchor l implant with rescue screws and all went well with completion of case.

Event description:
It was reported that anchor -l peek implant would not hold locking plate. Surgeon removed implant and inspected and noticed that the implant was chipped in front corner. Therefore the surgeon inserted another anchor l implant with rescue screws and all went well with completion of case.